Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motor error alarm. Troubleshooting found the customer was able to complete the rewind sequence on the insulin pump. The customer also reported a blank display on the insulin pump, but troubleshooting was able to retrieve the insulin pump's display. It was also reported the customer had a battery out limit alarm occurring at the time of the call. A failed battery alarm was also reported, but the customer declined to troubleshoot for the alarm. Customer's blood glucose was 100 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump monitored for several days and no blank display noted. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery test anomalies noted. No unexpected battery out limit noted. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.